Event description:
It was reported that during the initial implant procedure, the right ventricular (rv) lead was unable to be inserted into the ventricle. It was noted that the helix of the lead was partially extended and was unable to advance past the valve. The helix was retracted successfully, however, the rv lead was still unable to be inserted through the valve. The rv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported events were unable to implant and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. Helix did not extend on its own. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.